Event description:
On (B)(6) 2022 a right heart catheterization was performed to confirm the validity of the pressure sensor readings. The values from the right heart catheterization and sensor matched and no recalibration was needed.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.